Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4) out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. (B)(4). Problem description: lcd screen issue. Description: 8015 pcu m2. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: confirmed complaint, when pcu is tapped on side or top, screen fluctuates. Means there is a loose connection. Zif connector on lcd display was not latched/locked. Ops lab tech closed lock. Rework: none. Disposition: route to service for normal process.